Event description:
Senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at around 4 pm. The reported blood glucose (bg) value was 221 mg/dl and sensor glucose (sg) value was 105 mg/dl. User complained of not receiving high glucose alerts as sg value did not cross the high alert threshold of 200 mg/dl. User was symptomatic, did not require medical treatment and was able to self treat.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the analysis, the reported mismatches were confirmed and they were caused by initial adjustment of system after new sensor insertion. Further review of the in-vivo data shows that the system continued working properly with good mard values after the reported period. No further investigation was found necessary for this complaint.